Event description:
The core micro drill was sent in for eval because it was running on it¿s own during a procedure. No adverse event was reported. The procedure was completed with the same device without any procedure delay.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.